Event description:
It was reported that during a follow-up post therapeutic x-ray procedure, upon interrogation the pulse generator exhibited a diagnostics anomaly. On (B)(6) 2014, after x-ray procedure, the device exhibited backup operation. After software download, normal device function resumed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.